Event description:
The surgeon reported the following: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery." Based upon the information provided in the medical summary from the surgeon dated (B)(6) 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient ((B)(6) old), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown abgii monolithic stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown abgii monolithic stem was reported. The event was confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was reviewed by a consulting clinician who concluded "there is no evidence that device-related factors have played a role, neither would this be probable after 11-years of satisfactory clinical performance. This case is not device-related." A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. There is no evidence that the reported event is device related. It is believed the patient's fall contributed to the reported periprosthetic fracture. It is possible that the osteolysis in the proximal femur was caused by repeated cup impingement, though pre-revision x-rays would be needed to confirm this.

Event description:
The surgeon reported the following: "revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery." Based upon the information provided in the medical summary from the surgeon dated (B)(6) 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient (B)(6), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.